Manufacturer narrative:
The reported event, missing the rubber seal, was confirmed. During the inspection the quality technician observed that the housing was missing the rubber gasket o-ring seal. Device was placed in parts retention.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported during sterilization process that the rubber seal is missing from the lid of the aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during sterilization process that the rubber seal is missing from the lid of the aseptic housing which can cause housing to not close properly. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.